Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The bi was incubated for 24 hours. After sterilization the chemical indicator (ci) changed color correctly. There was no problem with storage of the product or the facility's process. The previous and subsequent bi results were negative. The load was partially released before the results of the bi were confirmed. The load items released were three lyrengescope blades. There was no injury or harm associated with the issue. This event is reported to the FDA since the load was partially released and used on a patient before the cyclesure® 24 biological indicator results were confirmed.

Manufacturer narrative:
(B)(4). Device manufacture date: 04/07/2015 no anomalies were observed in the device history record review that would contribute to the issue. Thirty-two retain bis from the affected lot were submitted for functional evaluation; specification was met with all thirty-two bis. Additionally, no physical bi damage and/or leakage was observed following sterrad® processing. Without return of the device, a definitive root cause for the reported event could not be determined. Attempts to retrieve the device and additional information have been made. Should new information be received, a supplemental MDR will be submitted.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the trending of the product malfunction codes and lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis for the product code of ''load not recalled" was reviewed from june 2014 through may 2015 and no significant trend was observed. Trending analysis by lot number was reviewed from 04/07/2015 to 06/23/2015 and a significant trend was observed. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The load not recalled issue is attributed to user error as the customer recognized the positive bi and the instructions for use (IFU) instruct the user to follow their facility policies for instrument retrieval and physician notification. One positive cyclesure® 24 bi control and one processed positive cyclesure® 24 bi were returned for visual inspection. On the processed positive bi, the chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. The media was dried and could not be confirmed as positive. No manufacturing related anomalies observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. It is unlikely the suspected positive bi was caused by a performance issue as the retains and returned product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. Sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bis were negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). A customer letter has been sent addressing the ¿load not recalled¿ issue. The issue will continue to be tracked and trended.